Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10i30048) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of peritonitis with culture positive for staphylococcus epidermidis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient was hospitalized for an unreported event. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient experienced peritonitis. The patient reported that he was unsure of the cause of the peritonitis. Treatment was not reported. The patient was recovering and pd therapy was ongoing. An opinion of causality was not reported.